Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on june 19, 2017, it was confirmed that the coating on the outer surface of the jaw partially came off. The device history record for the lot indicated no abnormality with the event-related items below. Hf oscillation inspection, appearance. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows; if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a pelvectomy, the subject device was used. The jaw of the subject device was broken off and fell off into the patient. The fragment of the jaw was retrieved from the patient. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on june 19, 2017, it was confirmed that the probe of the subject device was broken at 11.5 mm from distal end and the coating on the outer surface of the jaw partially came off. This report describes the coating damage.